Event description:
Procedure: low anterior resection. According to the reporter: there was no problem in manipulation of the device when firing. Upon inspecting the conditions of fired staples by touch after release of device from tissue, a doctor confirmed that the intestinal tract was not closed successfully. Confirmed there was no proof that the doctor cut the tissue on the other side by mistake. Considering pt history of diabetic disease and cerebral infarction, the procedure was transferred to miles instead of recovery by suturing. No x ray image was taken during operations. The pt is currently under follow-up. Operating time was extended by more than 30 minutes. There was no extension in hospital stay. No buttress material was used.

Manufacturer narrative:
(B)(4).